Event description:
Device beeping with green led. No patient involvement.

Manufacturer narrative:
Red status led fault, resulting in leakage current to the beeper, bp1. During the investigation, the green status led was flashing green alongside a failure chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in leakage current to beeper bp1.

Event description:
Device beeping with green led. No patient involvement.